Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance measurements, measuring greater than 200 ohms. Technical services (ts) recommended to have the patient bring in the clinic for further evaluation. The plan was to continue monitoring and follow-up. This rv lead remains in service. No adverse patient effects were reported.